Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/19/2015.

Event description:
According to the reporter: using a 11mm versastep trocar, instrument would not go through the trocar. The suction irrigator would not easily go through the trocar. There was no patient injury.

Manufacturer narrative:
(B)(4).